Event description:
#Medwatcher #followup2 #(B)(4). I have now been confirmed by an allergist that I am allergic to nickel . I had a 2+ reaction on the test and also allergic now to 2-bromo. I have been tested for ic of the bladder and waiting results. I am scheduled now for a lavh hysterectomy leaving ovaries for hormone production on (B)(6) 2014. I will post back with ic results soon.

Event description:
(B)(4). I should also mention why the neurologist did a sleep study to rule out narcolepsy. Accompanied to my cataplexy symptoms I also suffer from sleep paralysis and hypogonic hallucinations that come only with my sleep paralysis. Since my sleep study has come up negative for narcolepsy my neuro is at a loss and can't treat me for any of my neuro problems because they can't prove it on paper. They did try me on antitrptyline* 25mg and I became angry and irritable on it.

Event description:
(B)(4). I had my essure coils implanted on (B)(6)-2012. A few weeks later I started suffering from excessive daytime sleepiness and chronic fatigue syndrome. Mind fogginess and comprehensive, cognitive issues, heart palpitations and falling down episodes. I first went to my general practioner who did a thyroid work up negative! Then he sent me to a heart dr who did tests and a home halter monitor negative! He informed me that he believes I'm having cataplexy and sent me to a neurologist. The neurologist has done sleep study and they were all negative for narcolepsy which we thought was going on. This neurologist provided to tell me I just needed a good nights sleep and a phycologist and to take a CPAP machine home and use it. The machine did help with some of the tiredness I was having during the day but never touched the cataplexy episodes. I can fall down 1-16 times a day depending on tiredness and activity level and what emotion sets it off at the time. They can be seconds -8 mins long for my paralysis to go away. I have been to ER with head trauma from falling down. I can't play with my kids anymore or drive , I can't even go to store and shop because the irredessant lights set me off. I have psoriasis I didn't have before essure on my hands and a rash on my vagina I have had for 8 months. I suffer with frequent bouts of migraines that I have also been to ER with because the pain is unbelievable. I have been dx with uc that's why I take lialda also calcium and fish oils. Dx - bipolar that's why the epitol and have seen a physiatrist for over 8 years dx with herpes but haven't had a outbreak in over 6 years. This rash I have is not the (B)(6) because my ob tested it while it was really bad neg for stds. So we are at a loss to what is going on with me. I am going to be tested for ic to make sure that's not what is going on. And also going to have a heavy metal test and an allergy test for nickel and titanium within the next few weeks... I plan on getting a full hysterectomy as soon as I get all these test results in positive or negative for the simple fact that it was strongly advised in the dr manual not to put in an immuno suppressed patient like me . I'm hoping that the autoimmune responses I'm having from the essure ever since I had them put in my body will somewhat or completely subside.... This cataplexy is debilitating and so hard to live like this because unless my drs have something to go by they can't treat me!! The cataplexy has been going on since (B)(6) 2013 and its consumed my life!!

Event description:
Additional info received from the reporter on 07/25/2014: I also have numbness and tingling in arms / hands and legs like my limbs are asleep constantly. I was attributing it to well maybe I layed wrong but it has happened in the day time.. So I was attributing it to my cataplexy symptoms because I can have limbs go catapletic also and/or my head goes slack.. And on some days, I slur my words and/or studded very badly.

Event description:
(B)(4). I have had painful intercourse ever since essure was placed. I also have random pain that I always thought maybe it was my uc but its not it in my pelvis where my uterus is. I'm going to have my lavh in a few days and only keep my ovaries.

Event description:
(B)(4). I had a lavh procedure on (B)(6) 2014. Dr also checked my bladder for ic, it was positive. I'm now on new meds. Also all my symptoms are still here and in fact, since healing the neurologic and cataplexy are worse because I'm worn out so badly from surgery.